Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the audio and vibration activated at pump startup. The warning in sound setup was changed from audio to vibration and passed testing. The warning was changed back to 'high' and functioned normally. The device functioned with no issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that the pump was not vibrating or emiting audio tones to alert the patient of a low battery alarm. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.